Event description:
The pt had an acute myocardial infarction six days after the procedure. A coronary angiography could not be conduced because the pt's heart failure worsend. When the angiography was conducted, the stent was occluded but thrombus was not found.